Manufacturer narrative:
On (B)(6) 2015, (B)(6) spoke with (B)(6) and received patient photos taken both yesterday and today. The photo taken today shows a significant increase in the lividoid appearance of the skin. (B)(6), md, merz (B)(6) was notified. On (B)(6) 2015, (B)(6) received a photo of (B)(6) patient taken today. The area on the nlf appears to have re-epithelialized and (B)(6) reports the patient is doing well. There is only slight erythema present in the nasal alar crease. The previous lividoid appearance to the cheek is gone. Dr. (B)(6) was also updated on the patient's status. On (B)(6) 2015, per (B)(6), the patient fully recovered. The device history records for reported radiesse lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
(B)(6), pa reported injecting a female patient in the nlfs on (B)(6) 2015. On the following day, the patient reported to (B)(6) a pinkish area on one side. The patient was instructed to apply warm compresses and massage. The patient called brook on (B)(6) 2015 to report scabbing near the alar crease. On (B)(6) 2015, during consultation with (B)(6), rn at merz, (B)(6), pa confirmed that she injected a patient on (B)(6) 2015 to the bilateral nlfs with 1.5cc of radiesse. (B)(6) had just seen the patient in the office and reports the patient has some skin breakdown in the nasal alar crease of one nlf. She describes it as a "cracking of the skin" in nasal alar crease with scabbing. She reports there is some blotchiness just lateral to the nasal alar that extends toward the cheek. Brook took a wound culture and started the patient on antibiotics. They discussed possible etiologies such as vascular versus infectious.